Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device had early battery depletion and that the right ventricular lead had increasing thresholds and that an x-ray showed no slack in the lead. It was also noted that the lead probably had a slow dislodgement due to increasing heart size and/or decreasing slack in lead. The device was removed and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.